Manufacturer narrative:
Product code: dqx. The product was unopened and unused at the time of the event. The device did not come into contact with a patient. Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One amplatz extra stiff support wire guide was returned in an unopened, sterile condition. Visual examination identified a single strand of foreign matter from unidentifiable source, black in color, measuring in its current state at approximately 1.3 centimeters (cm) within the sealed package. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per manufacturing quality control documentation, "inspect all package seals (end seals, side seals and chevron seal if applicable). Examine each seal for defects, foreign matter. Product must be free of any visible cuts, holes or foreign matter." Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for the foreign matter was determined to be related to the manufacturing process. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that a hair was present in the packaging of the amplatz extra stiff support wire guide. The customer confirmed that no patient injury occurred. It is unknown when the hair was discovered, and if the product was opened and used. No further information was made available. The device is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.